Manufacturer narrative:
We checked the returned unit and confirmed that the air/water channel dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water channel. In addition, we confirmed that the suction channel buckled, the lg prong corroded, the lg prong top corroded, the jet socket cut, the operation channel dirty, and the deflector stay tube dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.